Manufacturer narrative:
Covidien reference: (B)(4).

Event description:
It was reported that during maintenance, a ventilator display reset by powering on and off. An error code was recorded in the diagnostic log. There was no patient involvement.